Event description:
Information received by medtronic indicated that the insulin pump alarmed low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer returned the insulin pump for alleged low battery alarm and short battery life on (B)(6) 2022. The insulin pump passed the displacement test, self test, and active current measurement. The insulin pump had high sleep current measurement. No alarms or alerts noted during the testing. No pump error 25, power loss alarm, or replace battery now alarm noted in the pump trace download on the event date. However, lowbatteryalert on (B)(6) 2022 at 10:29:00.000 and replace battery alert/changebatteryfault (73) on (B)(6) 2022 at 15:42:00.000 were listed on the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. History download was successful using thump. The test p-cap and reservoir does lock in place in the reservoir compartment. Per r&d ee team observation below: the following were noted during visual inspection: cracked case at the battery tube area, cracked battery tube threads, missing display window cover, light traces of corrosion inside battery tube, and scratched case. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. The insulin pump had high sleep current measurement due to faulty c30 at electrical board 2. Charge/battery anomaly confirmed. Unexpected battery power loss confirmed. Low battery alarm confirmed. Replace battery alert confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged low battery alarm and short battery life on (B)(6) 2022. The insulin pump passed the displacement test, self test, and active current measurement. The insulin pump had high sleep current measurement due to faulty c30 at electric board 2 per r&d ee team. The following were noted during visual inspection: cracked case at the battery tube area, cracked battery tube threads, missing display window cover, light traces of corrosion inside battery tube, and scratched case. No traces of moisture damage or damaged to components per visual inspection under the scope was noted. No alarms or alerts noted during the testing. No insulin pump error , power loss alarm, or replace battery now alarm noted in the insulin pump trace download on the event date. However, low battery alert on (B)(6) 2022 at 10:29:00.000 and replace battery alert/change battery fault (73) on (B)(6) 2022 at 15:42:00.000 were listed on the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Charge/battery anomaly and unexpected battery power loss were confirmed. Low battery alarm confirmed. Replace battery alert confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.